Event description:
It was reported that during functional testing the centrimag 2nd generation primary console did not meet iec 61000-4-5 standards.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag 2nd generation primary console not passing surge testing was confirmed during evaluation of the returned console. The console, serial number (B)(6), was functionally tested at the service depot. During testing, the console did not withstand surge testing of up to 2.0 kilovolts (kv). The ac/dc power supply printed circuit board (pcb) was replaced and the issue resolved. Preventative maintenance was performed and the unit passed functional testing. The unit will be returned to the customer. The root cause of the reported event was determined to be due to the ac/dc power supply pcb. A corrective action was initiated for this issue, and this console was manufactured prior to the implementation of this corrective action. The device history records were reviewed for the centrimag 2nd generation console, serial number (B)(6), and the console was found to pass all manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 12.4 ¿ "appendix IV ¿ electromagnetic immunity¿, covers the electromagnetic immunity tests, test levels, compliance levels, and electromagnetic environment guidance. No further information was provided. The manufacturer is closing the file on this event.